Manufacturer narrative:
(B)(4).

Event description:
The patient, who had their implantable neurostimulator (ins) implanted for "gastrointestinal/ pelvic floor" (>&<)> urinary dysfunction/ sacral nerve stimulation, reported experiencing a lack of effect starting in (B)(6) 2015, and pain at the ins site beginning the following november. It was noted that this was considered a sudden change in therapy/symptoms. There were no traumas/falls, positional movement, or environmental exposure potentially related to the event. The patient stated they had tried decreasing stimulation to decrease pain with no results. During the call the patient turned stimulation off, however the pain still remained. It was added that the implant was not moving but it sometimes felt "like it [had] a little bump on it." The patient stated they could not touch the skin around the ins because it hurt so badly. It was stated their "primary care physician and urinalysis was negative for infection of any kind." The patient was scheduled to see their health care provider (hcp) the week following the report. The results of this appointment have not been reported, nor were any potential causes, interventions or patient outcome. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.